Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing far field r-waves on the atrial channel. The patient would continue to be monitored and was in stable condition.

Event description:
Additional information - it was reported that the patient presented remotely. Review of the transmission revealed episodes inappropriately binned by the implantable cardioverter defibrillator as atrial tachycardia and atrial fibrillation. The device was oversensing the far field r-waves on the atrial lead, causing the inappropriate diagnosis. Programming changes were made to address the issue, and the patient was asymptomatic and in stable condition.